Event description:
The user facility reports, that when the physician was preparing for the procedure, he attempted to assemble the 10 mm panta nail to the compression device; but the nail fixation axis which holds the nail into the compression device was not engaging the distal threads of the nail. A second nail of the same size and from the same lot was available that also did not engage. No patient contact was reported.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation. 311 enterprise drive. Plainsboro, nj 08536. Attn: corporate complaint coordinator.